Event description:
After implantation of the tibial component and the femoral component the trialing went smoothly using the corresponding trial molds, but the prosthesis could not be driven in properly. A second poly was used to complete the procedure. No patient impact or harm was reported.

Manufacturer narrative:
(B)(4). G2: china customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Visual examination of the returned product shows signs of use (nicks, gouges) and the dovetail feature is slightly compressed. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. The root cause is attributed to use error. Damage to the dovetail feature confirms the implant would not be able to seat. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.